Manufacturer narrative:
The t:slim g4 user guide states: your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the pump had been submerged in water. A new cartridge was loaded resolving the issue. Tandem technical support advised the customer against submerging the pump in water. Blood glucose level was not impacted.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the pump logs; however no failure was identified. Additionally, a different issue was found in the pump logs; however no failure was identified.